Manufacturer narrative:
The vessel sealer extend instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. The lot # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: it was reported that the vessel sealer extend instrument grips did not open and/or were clamped and could not be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the vessel sealer extend fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the vessel sealer extend instrument stopped working and was unable to be opened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was placed and driven on an in-house system. The instrument passed the self test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the knife slot, electrical continuity, energy delivery, cut, jaw gap verification and grip force tests. No ceramic dots missing. Additionally, the instrument was found to have dislodged blade based on log review. Visual inspection showed that the blade was not exposed outside of the blade garage. No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the instrument tip. A review of log showed one blade exposed failure. The root cause of dislodged instrument blades was typically attributed to the user. The instrument was found to have failed during initialization based on log review. The root cause was not determinable. A review of the device logs for the vessel sealer extend (part# 480422-01 / lot/serial# (B)(6)) associated with this event has been performed. Per this review of the logs, the vessel sealer extend was last used on 04/01/2022 via system serial# (B)(6). This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage.

Event description:
Refer to h10/h11 for follow-up information.